Manufacturer narrative:
Suspect product requested not received.

Event description:
On (B)(6) 2022 an on-line provider in china reported a patient (pt) experienced dry eye and sought medical attention while wearing the 1-day acuvue moist brand contact lens (cl). On (B)(6) 2022, the pt provided additional information. The pt ¿could feel the lenses¿ during wear and the ¿eyes were not fine upon removal¿ of the suspect cl on (B)(6) 2022. The pt used blink contact lens lubricant, 2 drops once daily and a ¿normal saline to wash eyes¿ but reported the symptoms continued. The pt visited the ecp who diagnosed conjunctivitis with ¿8mm opacity in the central area of the cornea, corneal epithelium defect and conjunctival hyperemia.¿ the pt was prescribed recombinant bovine basic fibroblast growth factor eye gel three times daily (tid) and levofloxacin eye drops 1 to 2 drops four times daily. The pt advised that the os was ¿better than before¿ but continues to experience swelling, ¿sourness¿, blurry vision, tearing, and foreign body sensation. On (B)(6) 2022, the pt¿s translated medical report was received. Date of visit: (B)(6) 2022. Complaint: os friction for several days. Exam: os conjunctiva redness; grey cloudy (8mm diameter) in corneal center; epithelial detachment is some area. Diagnosis: os corneal epithelium damage; conjunctivitis. Medication: levofloxacin eye drops; recombinant bovine basic fibroblast growth factor ophthalmic gel. The pt refused to provide any additional information. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 6237100109 was produced under normal conditions. The os suspect cl was requested for return for evaluation, but it has not been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2022, one opened lens case was received which contained two lenses. A magnified visual inspection revealed an edge chip and a hole on lens one. Lens two revealed an edge chip. If any further relevant information is received, a supplemental report will be filed.